Event description:
Per the clinic, the patient sustained a blow to the head, resulting in an infection at the implant site. The patient was treated with antibiotics (type not reported), which did not resolve the problem. The device was explanted on (B)(6), 2011 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available for analysis. This report is filed november 29, 2013.